Event description:
It was reported that during an unknown procedure, the electrode started to peel off of the jaw. No piece fell completely off. It is unknown how the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode missing and the ceramic cracked but sections are still bonded to the lower jaw. The device was mechanically tested, but because of the missing electrode we were unable to test the full functionality of the instrument. The instrument was disassembled and evidence of electrode was found on the active rod.